Event description:
The port was placed 9/3/97. On 9/29/97, it was determined that the catheter had sheared off at the port stem and embolized to the right atrium. The surgeon attempted to remove the fragment, but the pt was sent to interventional radiology for successful removal of the fragment via femoral approach.